Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top 5mm of the metal shaft has broken. Head will not stay attached while in use ¿ oral-b toothbrush [device breakage]. Case narrative: consumer email stated that the top 5mm of the metal shaft of the toothbrush has broken and the head doesn't stay attached while in use. No injury was reported. On (B)(6) 2025: follow up - german notes were received, pending complaint investigation.

Event description:
Top 5mm of the metal shaft has broken. Head will not stay attached while in use ¿ oral-b toothbrush [device breakage]. Case narrative: consumer email stated that the top 5mm of the metal shaft of the toothbrush has broken and the head doesn't stay attached while in use. No injury was reported. On 27-aug-2025 follow up - pending complaint investigation. On 24-sep-2025: product investigation results: no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
On 24-sep-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top 5 mm of the metal shaft has broken¿head will not stay attached while in use: oral-b toothbrush [device breakage]. Case narrative: consumer email stated that the top 5 mm of the metal shaft of the toothbrush has broken and the head doesn't stay attached while in use. No injury was reported.